Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the bed cut of the reported treatment a warning message was displayed and the system aborted the treatment. The warning message was shown because the vacuum value for suction two was oscillating at the lower limit. The user performed the vacuum check again successfully and then the user performed the aborted treatment successfully with no further issue. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified. The most possible root cause for the reported problem is caused by the handling of the user. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic technician reported a vacuum too high error occurred with 74% of the treatment complete. A new patient interface was used to complete the procedure with no patient harm.